Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04149. It was reported the pt's two leads (with different lot numbers) were replaced with a surgical lead due to ineffective stimulation. F/u identified the pt received stimulation postoperative. It was reported the leads were discarded and would not be returned.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.